Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent pump exchange on (B)(6) 2026 and the reason for the exchange was unknown. The patient was implanted with new device. The apical cuff from heartmate 2 stayed in place.